Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, a roadrunner nimble hydrophilic wire guide was used during a percutaneous nephrolithotomy with left kidney nephrostomy tube placement on (B)(6) 2021. The nephrostomy tube was removed the next day. On (B)(6) 2023, a foreign body was noted in the calyx during a ureteroscopy. Attempted removal of the foreign body was unsuccessful at that time. On (B)(6) 2023, the foreign body was removed and identified as part of the roadrunner wire guide. The patient was reportedly treated for urinary tract infections and yeast infections during the time period in which the wire was left in the patient. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a global search of sales/shipments could not definitively determine the lot number; therefore, the device history record could not be reviewed. It is unknown if there were any non-conformances or additional complaints on the unknown lot. The current product IFU states ¿use medical imaging when manipulating the wire guide. Do not advance or torque the wire guide without visual evidence of the corresponding movement of the distal tip.¿ a supplier investigation was requested. The supplier could not identify a root cause for the event. The information provided upon review of the dmr, IFU, and supplier investigation suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Details of the original percutaneous nephrolithotomy and nephrostomy tube placement procedure are unknown, and the customer is unable to provide additional information. It is unknown if the user encountered any resistance upon advancement/manipulation/removal of the wire, and it is unknown if imaging was used during advancement/manipulation of the device. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a roadrunner nimble hydrophilic wire guide was used during a percutaneous nephrolithotomy with left kidney nephrostomy tube placement on (B)(6) 2021. The nephrostomy tube was removed the next day. On (B)(6) 2023, a foreign body was noted in the calyx during a ureteroscopy. Attempted removal of the foreign body was unsuccessful at that time. On (B)(6) 2023, the foreign body was removed and identified as part of the roadrunner wire guide. The patient was reportedly treated for urinary tract infections and yeast infections during the time period in which the wire was left in the patient. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1, d4= the reporter stated that the device was a "roadrunner uni .018 150 14 angled wire" and reported the product number as g09607; however, g09607 is a rfspc-35-145. This complaint has been reported for the rfspc-35-145 (g09607) and clarification has been requested. The suspected rpn of the "roadrunner uni .018 150 14 angled wire" is hpwa-18-150 and the device name is roadrunner uniglide hydrophilic wire guide. G4: PMA/510(k) number = the 510(k) for g09607 (rfspc-35-145) is k182985. The 510(k) for the hpwa-18-150 is k110009. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.